Manufacturer narrative:
The model number, serial number, and device manufacture date have not been provided. The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted. Device not available.

Event description:
Received a letter from an attorney alleging injuries and damages sustained when her scooter malfunctioned.